Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071061 / 7071174. The devices were not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was having pain at the pocket site due to infection. The cause of infection was not known, and the physician reported that nothing happend during the ipg implant procedure that may have caused or contributed to the event. Antibiotics were prescribed. The patient underwent and explant procedure and was doing well postoperatively.the ipg and leads will not be returned.